Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were unresponsive. Customer's blood glucose was over 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or no delivery tests due to the button keypad anomaly. The lcd keypad connector was re-plugged/locked and the pump passed the operating currents, unexpected restart and self tests. The pump had a cracked case at the display window corner, battery tube threads, minor scratches and a cracked display window.